Event description:
Customer reported that the buttons on the insulin pump were unresponsive. Customer had a blood glucose reading of 46 mg/dl and was treated with pepsi. Customer stated that the insulin pump went into suspend. Customer's blood glucose reading at the time of the call was 156 mg/dl. Self test was performed and passed. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.